Event description:
It was reported that the device was used during an unk procedure. It was reported by the rep that the stapler would not fire. A new stapler was opened and the case was completed. There was no consequence to the pt.